Event description:
Adverse event(s): "retinal tear" (retina, tears(s) in). Product problem(s): "cutter got stuck in the trocar cannula" (sticking). A surgeon reports when he inserted the trocar cannula, there was some resistance when he tried to remove the trocar. When he used the cutter, he also noted the cutter would not come out and he had to take the trocar cannula and the cutter out together. A ragged tear was noted under the sclerostomy. No further info is anticipated because the surgeon was instructed by risk management not to answer any further questions due to hippa.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).